Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not able to see insulin drip from tubing. Customer stated he replaced the reservoir and all settings were correct. Customer's blood glucose was 486 mg/dl at time of call and treated with manual insulin shot. Customer's blood glucose continued to drop to 450 and 417 mg/dl and was advised to call helpline if needed further troubleshooting.